Manufacturer narrative:
Per labeling, beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A field service engineer (fse) was dispatched on (B)(4) 2012. The fse found the leak coming from special tubing connected to solenoid 18. He replaced the tubing and verified no further leaking. Failure mode for this event is defective tubing connected to solenoid 18. (B)(4).

Event description:
While troubleshooting "diluent level low" error message and faulty backwash tank sensor on their coulter lh 750 instrument, the customer noticed a leak off the countertop, out to the back and the floor. The clear colorless fluid leak was approximately 500ml and was not contained within the instrument. The operator could not locate the source of the leak. The operator was wearing gloves, lab coat and personal eye glasses. There was no biological exposure to mucous membranes or open wounds. No one sought medical attention. There was no review of the msds. There is an exposure control/risk management plan in place at the facility. The customer technical specialist dispatched service and advised for customer to power off the instrument. No discrepant results were generated, and there was no death, injury or an effect to patient treatment.